Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed cassette test failure. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that channel 3 of the device door roller and door roller pin were broken off and missing.

Manufacturer narrative:
During testing, it was noted that channel 3 of the device door roller and door roller pin were broken off and missing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.